Manufacturer narrative:
A non-conformance was opened in the CAPA process to address this issue. Continued testing to determine a root cause of the event will be performed and tracked in this non-conformance. The issue will be monitored and reviewed in accordance to the CAPA procedures, and if any corrective actions are required they will be captured and initiated through this process. A follow-up report will be submitted when the root cause has been determined.

Event description:
It was reported that the battery housing opened during a surgical procedure. There is no report that the battery fell into the surgical site. Other housings were available. There is no allegation of adverse consequences associated with this event.